Event description:
On march 23, 2017, the following was reported burn sheet was applied to infant with burns from accidental coffee spill. Adherence of burn sheet to wound required clinical intervention in operating room to remove burn sheet pieces from wound. The customer was unable to provide sample for evaluation, burn sheet application protocol or patient medical report. The supplier was changed in 2014.